Event description:
It was reported that noise leading to oversensing and the inappropriate automatic mode switch was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.